Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2024 with the implant of an alto abdominal stent graft system. Follow-up computed tomography scans were performed on (B)(6) 2024. It appeared that the alto main body and ovation ix limbs were squashed with low flow through them creating occlusion of the graft. The patient also had renal failure; therefore a computed tomography angiography could not be performed at this stage and oral contrast scans were performed. Reintervention was completed in late (B)(6) 2024. Recanalization of the graft was performed, and balloon expandable stents were implanted. The final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the devices as the devices remain implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows buckled implant, iliac and aortic occlusion, renal failure and additional procedure complaint is unconfirmed. This is not consistent with the reported adverse event/incident. Occlusion and endoleak were unable to be identified due to the non-contrasted nature of computed tomography's. Device, user, procedure or anatomy relatedness of complaint cannot be determined. Procedure related harms cannot be determined. There were thickened calcifications at the proximal rings, it is unclear if this contributed to the reported event. The final patient status is not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.